Manufacturer narrative:
Supplemental1 MDR_2016493-2025-85882 was filed to recall the pr no. (B)(4) since the MDR with correct information was already filed to FDA under the pr no. (B)(4).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawer failures in the location: 1east, 2 east, and 2 west and unable to recover cubie. The field service engineer found that the enhanced half-height main 6.1 drawer had a ghost pocket at position c0. The fse reseated all the cables and launching the application with no pockets in the drawer cleared up the error. The station was tested in diagnostics, and the customer verified functionality in the application. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple drawers failed. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
The field service engineer reported the alleged malfunction did not occur during pulling of medication for the patient and there was no delay.

Manufacturer narrative:
The following fields have been updated with corrected information: b5 and f code